Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-xxxxx for the other device associated device info. It was reported to boston scientific corp on march 17, 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, when attempting to deploy the clip, it would not advance out of the sheath. A second resolution clip was obtained; it advanced down the scope, but would not open. The physician completed the procedure with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition was reported to be okay.